Event description:
This device was returned with oos documentation from biotronik rep (B) (4). Per oos, this device could not be interrogated, nor could it be communicated with in any way. Later, it was discovered that the pt received an MRI on approximately (B) (6) 2010. This device was functioning normally at the previous follow-up on (B) (6) 2009. It was replaced with a lumax 540 dr-t, (B) (4).